Event description:
During attempted implant of a left ventricular (lv) lead, vein dissection occurred following use of the balloon catheter with the steerable catheter, leading to cardiac tamponade. Additional surgery was required and the patient was hospitalized. The patient was in stable condition and will continue to be monitored.